Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires. It was reported that the patient was transferred to the hospital following a syncopal event. The pacemaker could not be interrogated and had no function. The device was explanted and replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "stable". Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination wire component/subassembly failure device was out of specification in a manner that relates to event interrogate, difficult to output, none.

Event description:
It was reported that the patient was transferred to the hospital following a syncopal event. The pacemaker could not be interrogated and had no function. The device was explanted and replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "stable".